Manufacturer narrative:
H3, h6: the real intelligence tracker clamp, part number rob10020, lot number 19mct0011, used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with not fully extending the clamp screw in order to secure the clamp. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, in the checkpoint verification step following planning, they received an error that two (2) real intelligence tracker clamp had moved on both, the femur and tibia. After starting over and tightening the clamps a second time, the remainder of the case was unremarkable, and it was completed after a non-significant delay. No harm was done to the patient. Following the case, while removing the clamps, the surgeon noted that the clamps were easy to remove/loosen by hand, which is typically uncommon.